Event description:
A customer reported having to press the wake button multiple times to activate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.